Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display lens was scratched. The reporter did not indicate if the display could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was found to have scratches on the lens. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately during testing.